Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. The device was confirmed to be in safety core. Review of stored memory verified that the device experienced three system resets during the time of electrocautery use, which caused the device to go into safety core. Of note, cognis devices have been specifically designed such that if three system resets occur within approximately 48 hours, a device will enter safety core. The behavior of this crt-d is consistent with devices that have reverted to safety core due to electrocautery. This issue is discussed in our q2 2010 product performance report.

Event description:
Boston scientific crm received information that this device exhibited beeping tones. Upon interrogation, fault code 1003 was observed, therefore, a save to disk was performed and sent to boston scientific crm engineers for analysis. The battery voltage was 1.96 and it was suspected that the battery of this device was depleting prematurely. The field representative inquired as to why no alert was triggered via the latitude system and technical services discussed that it was due to the latitude communication schedule for this patient and device. The device was explanted and returned for anlaysis.